Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he is experiencing high blood glucose levels. Customer's blood glucose reading at the time of the incident was 242 mg/dl. Customer reported symptoms related to their high blood glucose levels included abdominal pain and difficulty breathing. Troubleshooting was done and the insulin pump passed functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Customer's blood glucose reading at the end of the call was 551 mg/dl. Product is not being returned or replaced.